Event description:
Pt had a 14 hole stryker recon plate placed to the left femur (following removal of old plate and screws, which were placed approx 50 years ago) on (B)(6) 2013. Pt had f/u xrays which showed good healing and no evidence of stress fractures on (B)(6) 2013. On (B)(6) 2013, the pt stated that she had gone to close a window and, upon turning, developed immediate pain and was no longer able to ambulate. X-rays revealed a transverse fracture through the mid femoral shaft, as well as through the overlying side plate, with marked medial and posterior angulation at the fracture site. Repair of the fracture required the pt to return to surgery for removal of the present plate and placement of a new plate on (B)(6) 2013. Pt was also subsequently hospitalized from (B)(6) - (B)(6) and transferred to rehab for continued treatment.